Event description:
The patient reported the device was acting like it had a loose connection as far as the wires. Their battery was currently on but was not helping. They stated they felt a weird sensation in their head which they felt when doing programming changes or turning off stimulation. They felt a headache/lightheaded sensation and were feeling it intermittently throughout the day. It was stated at one point, their niece was pressing head toward where the implantable neurostimulator (ins) was and they had nerve/muscular pain. The patient was implanted for dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.